Event description:
Hamilton medical ag received the following event description: the device alarmed with disconnection on ventilator side during ventilation. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) the report contains also the investigation outcome. According to the complaint description, the device alarmed with disconnection on ventilator side alarms during the ventilation of a patient. The provided logfiles confirm the reported issue at the date of the event. Following this event, troubleshooting was initiated, the servo module failed to zero or calibrate. During testing on a test lung, the ventilator generated a ¿disconnect vent side¿ alarm. To address the issue, a replacement servo module was sent to the customer. According to the partner, this resolved the problem. Hamilton medical considers this case as closed.